Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On (B)(6) 2023, endoscopy support specialist (ess) was on-site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus endoscopy support specialist (ess) reported that during an onsite facility evaluation, it was found that during the high-level disinfection, the endoscope was having sterile water run over it rather than being completely immersed in clean water. The bag of sterile water was just run over the external surface of the scope as well as through the channel (no measurements of fluid were completed to flush the internal channels). Ess provided in-service reprocessing, including pre-cleaning, leak testing, manual cleaning, and manual high-level disinfection. Following high-level disinfection, the customer was informed that the endoscope must be completely immersed in water (sterile water or tap water, as recommended) to ensure that the endoscope is completely rinsed. The directions for use with ¿aldahol¿ were also reviewed, including the triple rinse process, including the minimum of 1 minute per rinse, as well as how to flush the endoscope channels. There were no reports of patient harm associated with this event.